Manufacturer narrative:
The provided medical records were reviewed by a clinical consultant who indicated that there is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. This event is likely due to patient and procedural related factors. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases were reviewed and there have been no other events reported for the manufacturing lot.

Event description:
It was reported that the patient had a broken proximal femur. The stem and head were replaced and the femur was cabled.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a broken proximal femur. The stem and head were replaced and the femur was cabled.